Event description:
Received medwatch report number (B)(4) from the customer stating the patient was on the ventilator that went inop/safety valve open, and the screen went black. The rn bagged the patient until a new ventilator was exchanged. The patient did not lose any breaths during occurrence per the rn.

Manufacturer narrative:
The customer ran the ventilator for 48 hours to see if any errors returned, the ventilator is functioning fine, rebooted several times and restarted, the ventilator ran without issues over the weekend. The customer is returning the ventilator to service.